Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on all available information. B1. As it was clarified that the event allegation was a device problem and there was no damage to the patient vessel, the reportable event did not result in serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the issue was just a device problem. There was no damage to the patient vessel associated with the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. The catheter used was a phenom 27.

Event description:
Additional information received clarified that the pipeline was implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline increased the original diameter at the neck of the aneurysm. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured carotid aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 5 mm, neck diameter 5 mm. Landing zone (artery size): distal 3.5 mm and proximal 4.6 mm. The patient¿s vessel tortuosity was moderate. The size of the pipeline was chosen according to the specialist¿s guidelines but the product increased the original diameter at the neck of the aneurysm in an unexpected way causing it to be shorter than expected requiring the implantation of another device. There were no patient symptoms or complications associated with this event. There was no medical, surgical intervention or hospitalization needed to prevent a permanent impairment of a function. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.